Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to resistance while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, the lesion was described as totally occluded which could have contributed to the reported difficulty. Additionally, the reported stretched coils are likely the result of the reported resistance as there was no damage reported during inspection prior to use. The guide wire was not returned which may have aided in the evaluation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tip after it is loaded into the dispenser and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record for this product was not reviewed and a similar incident query was not performed because the product part and lot number were not reported. The reported stretched coils and resistance appear to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in an unspecified vessel for treatment of a chronic total occlusion (cto), the balance middleweight guide wire was advanced across the cto. At the conclusion of the procedure, an attempt was made to remove the guide wire but resistance was felt. The guide wire was advanced back and forth slightly, and another attempt was made to remove the guide wire. Resistance was felt, force was applied, and the guide wire was withdrawn. Outside of the anatomy, it was noted that the tip coils were stretched but not separated; possibly caused by the calcification of the cto. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.